Event description:
It was reported that during meniscal suture procedure the doctor decided to place a fast fix 360 in the meniscus, he indicated that the wanted a depth of 18mm, he entered the cannula and through this, the doctor placed the t1 of the fast fix 360, which was well secured to the capsule. When removing the meniscus needle to implant t2, the doctor showed that the second implant was different than usual; however, he decided to place the second peek. Unfortunately, when removing the fast fix handle, the t2 was outside the implant and the meniscus. This t2 was not well secured through the meniscus, it was released. The doctor removed t1 from within the patient. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The complaint stated that t2 was placed at desired location. It later failed to secure. Root cause was undetermined. T1, t2 and suture were not returned. The depth limiter was attached. The delivery needle displayed no damage. The device was cycled and actuated at evaluation as expected. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
H2, h6. One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, evaluation was limited. If additional information becomes available, the complaint can be revisited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that could affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with instructions for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.